Event description:
It was reported that during a peripheral arterial intervention using the nanocross elite to treat a calcified peripheral arterial lesion in the right superficial femoral artery (proximal and mid segments), the target lesion was described as severely calcified with minimal tortuosity, 95% stenosis, 180 mm lesion length, and a 6 mm vessel diameter. The balloon reportedly burst during the procedure as a pin-hole burst on the second inflation at 8 atm while being inflated with an inflation device using 50/50 contrast. No resistance was encountered when advancing the device, embolic protection was not used, and the vessel was not pre-dilated or post-dilated. The device was safely removed from the patient, and the procedure was completed using a new device. No health consequences or impact were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.